Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) USA alleging that the patient¿s onetouch ultramini meter was reading inaccurately erratic. The complaint was classified based on the call recording which the medical surveillance specialist (mss) listened to. The reporter stated that the alleged inaccuracy issue occurred on an unspecified date around 2-3 weeks prior to the alert date of (B)(6) 2017. At this time the patient obtained blood glucose results of ¿500 and 250 mg/dl¿ with the subject meter within 20 minutes of one another. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision. The reporter stated that the patient manages their diabetes with insulin pump therapy as well as oral medication for diabetes. In response to the alleged product issue the patient¿s insulin dosage was increased by an unspecified dosage. An unspecified period of time after the alleged product issue occurred the patient developed ¿seizures¿. The patient¿s blood glucose was measured on the subject device at this time and a result of ¿87 mg/dl¿ was obtained. The patient was given food and drink by a relative who was a healthcare professional by means of treatment. At the time of troubleshooting the customer care advocate noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. The reporter did not have control solution available to walk through a control solution test. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of insulin based on alleged elevated inaccurate erratic results obtained with the subject meter.